Manufacturer narrative:
(510k): this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: according to the information received, it was reported that during an unknown procedure the jaw of the expressew iii suture passer w/o hook was stuck. The complaint device was received and evaluated. It was evaluated the gun, when a needle was found inside between the suture channel of the lower jaw. The needle was jammed inside the shaft of the passer and about 1 cm of the distal portion of the needle is protruded through the jaws. Also, the white flag was missing. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The possible root cause for the broken tip can be attribute to repeatedly passing the needle through excess tissue causes the needle to fatigue and break; moreover the gun is possibly has seen heavy use and repeated cleaning/ sterilization cycles may causing a stuck issue. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown procedure the jaw on the expressew iii suture passer w/o hook device was stuck. During in-house engineering evaluation, it was determined that a needle was inside the expressew iii suture passer w/o hook device between the suture channel of the lower jaw. According to the report, the needle was jammed inside the shaft of the passer and about 1 cm of the distal portion of the needle was protruded through the jaws. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.